Event description:
Upon advancement in the rca, some drag was felt with the guide wire. The stent was deployed and then a dissection was noted. Outside of the "tuey," the guide wire and the stent delivery system (sds) got stuck and the guide wire position was lost. The pt was sent to bypass surgry because of the dissection.